Event description:
During an unknown procedure to the left coronary artery, it was reported that an infiniti diagnostic catheter separated at the shaft just beyond the sheath. The separation occurred when attempting to access the target lesion. The device was being torqued by the physician in very tortuous anatomy. It is unknown how the segment was retrieved. There was no patient injury reported. There were no anomalies noted on the device when removed from the package or when being prepped. It is unknown if the lesion was calcified or if the vessel was angulated, however, it was noted that there was severe tortuosity of iliac/aorta. The percentage of stenosis is also unknown. The patient¿s current condition is unknown. No other information is available.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure to the left coronary artery, it was reported that a 4f, 100cm infiniti diagnostic catheter separated at the shaft just beyond the sheath when attempting to access the target lesion. There was no reported patient injury. It is unknown if the lesion was calcified, angulated or stenosed, however there was severe tortuosity of the iliac and aorta. The device was being torqued by the physician in very tortuous anatomy. There were no reported anomalies prior to the package or while being prepped. It is unknown how the separated segment was retrieved. The patient¿s current condition is unknown. No other information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without return of the product for analysis or procedural films for review, the reported ¿body/shaft separation¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review, vessel characteristics (severe tortuosity leading up to the target lesion) and procedural factors (torquing of device in a very tortuous anatomy) may have contributed to the difficulty experienced by the customer. Without return of the device or a lot number to conduct a DHR, it is not possible to determine if the reported separation could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.